Manufacturer narrative:
D10 concomitant product: egiaushort, egiaushort endogia ultra univ sht stap, (lot # unknown); egia45amt, egia45amt egia 45 artic med thick sulu, (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a thoracoscopic right upper lobectomy, when in the lung parenchyma, the device was stiff to squeeze. There was no issue with the staple line but there was failure to retract knife blade after firing. The jaws could not be removed from the tissue. The reload had tissue and a staple remaining at the root of the jaws. The return knob was pulled back forcefully with both hands to remove the device from the tissue. The surgical team struggled to pull back the device for 15 minutes. There was no patient injury.